Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the tube shaft was observed to be excessively bent. Tacks were observed in the shaft. It was reported that the tack did not hold, and tacker did not fire. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The bent shaft condition may occur if the instrument was applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: appropriate force should be applied to the handle of the device when placing tacks. Excessive force may result in damage to the tissue, device and/or the material being fixated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic hernia repair procedure, in fixing the mesh, on the first tacker only three tackers could be fired, and then it did not fire anymore tacks; it also did not fix the tissue properly. On the second tacker, no tacks could be fired. The user observed on the table that the device was curved and not straight. To resolve the issue, a new tacker was used to fix the mesh into the peritoneum. There was no patient injury.

Manufacturer narrative:
Concomitant medical products: abstack15, abstack15 abs fixation device 15 tacks (lot#n4a2137y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.